Event description:
It was reported that a patient presented with over-sensing noted on the patient's implantable cardioverter defibrillator. Programming changes were made. No adverse patient consequences were reported.

Event description:
It was reported that the patient presented remotely, review of the transmission revealed episodes of non-sustained right ventricular oversensing since october, the implantable cardioverter defibrillator exhibited post-paced t wave oversensing. Programming changes were performed to address the oversensing. No adverse patient consequences were reported.